Event description:
During surgery, the argon laser was reportedly functioning, but then staff noticed the handpiece was melting. Device was taken out of service and surgery was completed using another device.